Event description:
Reporter indicated that a dell handheld computer screen was freezing during interrogation. The issue was resolved by performing a soft reset. Product return to the manufacturer is not expected at this time.